Event description:
The customer observed a (B)(6) alinity I (B)(6) result for one patient. The following data was provided (<0.05 iu/ml is nonreactive, >/= 0.05 iu/ml is reactive): initial result was (B)(6). Additional laboratory results were provided: (B)(6). The sample was tested on a wantai analyzer and the result was (B)(6). The sample was also tested on a roche analyzer and the result was (B)(6). The (B)(6) were also (B)(6) on the roche analyzer. The sample was also tested on another alinity analyzer and the result was (B)(6). The nucleic acid test result was (B)(6). It was noted that the patient and the patient¿s family have a history of being (B)(6) for (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. (B)(6) this report is being filed on an international product, list number 08p08-74, that has a similar product distributed in the us, list number 04p53.

Manufacturer narrative:
The complaint investigation for a false nonreactive alinity I hbsag result included a search for similar complaints, review of complaint text, trending data, labeling, and device history records. Return testing was not completed as the testing site in china does not have the confirmatory assay for this product, therefore the complete testing algorithm per product labeling could not be performed. Review of trending reports for the alinity I hbsag reagent did not identify any related trends. Sensitivity testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot number 18149fn01, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and found to adequately address the issue under review. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or product deficiency of alinity I hbsag, lot number 18149fn01, was identified.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.